Manufacturer narrative:
Information indicates this device is currently in the possession of a boston scientific field representative and will be returned for analysis. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient contacted their following clinic indicating they were experiencing fatigue and the patient was sent to the emergency room. A review of device data indicated this cardiac resynchronization therapy pacemaker (crt-p) device had reverted to safety mode that day with limited critical pacing therapy still available. There was no loss of capture or other events observed. The patient was noted to be pace therapy dependent. As a result, the device was explanted and replaced the following day. No additional adverse patient effects were reported.

Event description:
It was reported that this patient contacted their following clinic indicating they were experiencing fatigue and the patient was sent to the emergency room. A review of device data indicated this cardiac resynchronization therapy pacemaker (crt-p) device had reverted to safety mode that day with limited critical pacing therapy still available. There was no loss of capture or other events observed. The patient was noted to be pace therapy dependent. As a result, the device was explanted and replaced the following day. No additional adverse patient effects were reported.

Manufacturer narrative:
Information indicates this device is currently in the possession of a boston scientific field representative and will be returned for analysis. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session and caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.